Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer reporting starting around (B)(6) 2019, they started having difficulty charging their ins and stated it wouldn¿t hold a charge. They stated that eventually it wouldn¿t take a charge atall. The patient stated that they were considering if they even wanted to keep the scs device or get a new implant. It was reported that their doctor recommended a device from a different manufacturer. The patient reported that they had been sitting depleted for several months and now they were experiencing thoracic and cervical pain and needed to have an MRI. The patient was wondering what they could do, as they couldn¿t access the MRI mode. The event began in 2019. The patient was redirected to follow-up with their healthcare provider (hcp) for a possible overdischarge. No further complications were reported/anticipated. Additional information was received from an MRI tech on (B)(6) 2020, reporting that the patient¿s device was ¿dead¿ and the patient needed and MRI. It was also reported that the patient had increased pain. The hcp was transferred to the national answering service to have a rep paged. No further complications were reported/anticipated.